Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The representative for the customer reported via phone call that they experienced a high blood glucose level of 400 mg/dl. The customer treated for the high blood glucose level with manual injection. The customer had no symptoms. The customer did not require emergence assistance. The customer declined troubleshooting. The insulin pump will not be returned for analysis.